Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to the device unable to recognize an open door. Service evaluation verified the device's inability to recognize an open-door state. The cause was identified to be a stuck upper hook switch due to a buildup of debris. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to not recognize an open door. There was no patient involvement. No additional information is available.